Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary ==> the complaint states: ¿voluntary report received under mw importer report # 0500690000-2021-8005. It was reported that the bone cement did not hold femoral stem implant after keeping in inside bone shaft for 10-15 minutes. Cement was hard but implant was moving. Implant was not expired. A different cement was used with implant which resulted normal.¿ the retained samples were tested in a temperature and humidity-controlled laboratory (see attachment ¿pc-(B)(4) retest results.pdf¿). Mean dough time: 2 min 57 sec. Mean setting time: 11 min 53 sec. Mix characteristics: soft. Handling characteristics: soft. End of working time: 8 min 32 sec. The reported failure was (the cement did not set within the expected time) not repeated in the testing of the retained samples for this lot number. The cement mixed and behaved as expected for the product type and met appropriate specifications. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 10 was reviewed, and this failure mode is included. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment pc-(B)(4) extract from dva-107020-fde.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 28 february 2022.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report received under mw importer report # (B)(4). It was reported that the bone cement did not hold femoral stem implant after keeping in inside bone shaft for 10-15 minutes. Cement was hard but implant was moving. Implant was not expired. A different cement was used with implant which resulted normal.